Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas, with a documented blood glucose of 60 mg/dl that was treated with oral carbohydrates (grapes and juice), after which glucose stabilized. Symptoms included low blood glucose with nocturnal episodes and associated fear of sleeping. Outcomes included the need for acute carbohydrate intervention and user concern about overnight insulin delivery; the user plans to consult their healthcare provider and declined additional training at this time. Investigation included review of device data and user reports during troubleshooting and education, which indicated the system was not delivering insulin as glucose was dropping and highlighted a pattern of pre-dinner hyperglycemia followed by overnight lows in the absence of meal announcements. Investigation of this case revealed user behavior factors, including not using meal announcements to bolus, which may contribute to postprandial highs and subsequent lows. It was concluded that the event involved hypoglycemia with cause unclear relative to device malfunction, and device function appeared as designed based on available data. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.